Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said she heard a "funny beep or buz" this morning and hasn't used the patient programmer (pp) in a while so she checked her implant and the pp showed por-power on reset. The patient was redirected to healthcare provider to clear the por. There was none symptom reported. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.